Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-05071. The patient underwent a trial procedure on (B)(6) 2011. During the procedure, invalid impedance was observed. The lead was repositioned and a new trial cable was used, but was unsuccessful. The lead was removed and a new lead was used. The new lead also showed invalid impedance. Post-op programming resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.